Event description:
MFR rec'd a report from an attorney of a pt falling while transferring from a wheelchair. As a result of this incident, the pt allegedly sustained a concussion. Eval has not been permitted and no details regarding malfunction have been provided.